Manufacturer narrative:
The hill-rom technician found some bent pins on the communication cable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013-2015. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the communication cable to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom rec'd a report from a hill-rom technician stating the nurse call would not work. The bed was located in 5b at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).